Event description:
It was reported that the fill port of a large volume infusor had leaked. This occurred after filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During product evaluation the reported condition could not be confirmed; therefore the cause could not be identified.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Functional leak testing did not identify any evidence of the reported leak. The initial evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.